Event description:
In february 2006, the lay user/patient contacted lifescan alleging that her one touch basic was displaying the battery symbol. The medical affairs specialist sent a letter in february 2005 since the pt cannot be reached by telephone due to an incomplete phone number. The customer care advocate verified the following: the meter was not out of the box, the batteries and battery contacts were in good condition, and the batteries were correctly installed. The pt replaced the battery but the issue persisted. The pt last tested on her meter in february 2006 in the morning. It is unk if the pt obtained a meter reading at this time. On an unspecified date/time, the pt was taken to the hospital where she received insulin treatment. It would be helpful to know the following: when the pt stopped using the meter, if she had a backup meter, if she made any changes to her diabetes management regimen due to the meter issue, when and why she was taken to the hospital, and what her blood sugar results were at the hospital. This complaint is being reported because of the meter's battery issue and the pt was taken to the hospital and required insulin treatment. The meter was replaced.